Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room and was admitted to hospital with episode of shortness of breath and chest discomfort. X-ray and echocardiogram was performed and the pericardial effusion was observed which required a pericardiocentesis. It was noted that the right ventricular lead had perforated the right ventricle. The lead was explanted and replaced. The patient was stable post-procedure.